Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurements of this implantable cardioverter defibrillator (ICD) system were low out of range below 200 ohms. Technical services (ts) noted that all other lead measurements were normal. Further monitoring was recommended. No adverse patient effects were reported. Currently, this ICD system remains in service.